Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had a cartridge change error. The customers blood glucose level was 246 mg/dl. Customer loaded a new cartridge to resolve this issue.